Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the trial cracked during the procedure. No pieces separated and no pieces fell into the patient. No patient impact was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of returned device found it to exhibit signs of repeated use nicked / gouged / wear and is cracked. Review of the device history record identified no related deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. No medical records were provided. This complaint is confirmed via product evaluation. The reported lot has been in the field for approximately 6+ years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.